Manufacturer narrative:
The subject device is not expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
An olympus representative reported on behalf of the customer, that when using an unknown endoscope, it was insufficiently reprocessed and was used for the next procedure. The event occurred during reprocessing and the diagnostic procedure (endoscopy) was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely that alcohol was put in the detergent tank and endo quick was put in the alcohol tank by the customer, as a result the device was insufficiently reprocessing. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 inspection before use, 3.5 inspecting the remaining quantity of detergent, and replenishment and 3.6 inspecting the remaining quantity of alcohol, and replenishment¿. Olympus will continue to monitor field performance for this device.